Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While pt was being revised to address a fractured patella bone, poly wear of the patella was found.